Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a couple of falls approximately two weeks ago. Since then, the pt has been experiencing persistent tail bone and back pain. The pt also reported stimulation was ineffective prior to the fall. Reprogramming was unsuccessful. X-rays will be taken as the next course of action.